Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 497mg/dl. It was stated that the trainer believes the insulin pump was not functioning properly. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rate, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. It was mentioned that the customer and the doctor were concerned with the bolus history because the customer gave a bolus of 2.0 units the day before, but the bolus was not registered in the bolus history. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.